Manufacturer narrative:
The company representative found the power supply fan generating noise. He replaced the power supply (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit generated a grinding noise and shutdown. No pt injury was reported.